Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for endovascular treatment of a 5.3 cm abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. Extensive calcification was reported within the proximal aortic and iliac vessels. The patient has a history of esophagitis, gastric ulcers and gastritis, paroxysmal atrial fibrillation, coronary artery disease, hyperlipidemia, obesity, chronic obstructive pulmonary disease, and prostate surgery. The patient presented to the emergency department complaining of back pain, but no rupture or hematomas were noted. The physician inserted the device into the left femoral artery. The device negotiated easily through the external iliac artery, but became wedged in the left common iliac artery with the tip just within the internal aorta. Attempts to advance the device were unsuccessful, and upon withdrawal of the device, the physician reported a firm snap. The delivery catheter was removed from the patient, but the tapered tip remained in the patient. The physician unsuccessfully attempted to snare and remove the tip; therefore, the decision was made to convert the patient to open surgical aneurysm repair. The tapered tip was easily removed during the repair procedure. The patient was discharged to home in 09/03 and is reported to be fine. The delivery catheter and tapered tip were discarded.